Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral side gel bleed, seroma-late.

Event description:
Healthcare professional reported against left device "textured" and then later "mild pericapsular fluid". The device has been explanted and replaced.